Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022 at around 8:44 am, the patient experienced hypoglycemia and loss of consciousness for about 30 seconds. The patient hit his head when he became unconscious and was found on the ground with tremors. His mother treated him with 3 dextrose candies and took him to the emergency room. At the hospital they took a blood glucose reading which was 66 mg/dl and the cgm was reading 128 mg/dl. There was no documentation about treatment administered at the emergency department (ed). They also noticed that the insulin pump had a wrong time since it had not been changed following daylight time (instead of 22:38 marked 23:38). Therefore, the session cgm turned out to be started the date (B)(6) 2022 at 22:38. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. Around 8:44 am the patient experienced hypoglycemia and loss of consciousness for about 30 seconds. The patient hit his head when he became unconscious and was found on the ground with tremors. His mother treated him with 3 dextrose candies and took him to the emergency room. At the hospital, they took a blood glucose reading of 66 mg/dl and the cgm was 128 mg/dl. The patient was admitted to the hospital, during the hospitalization the patient was treated with IV insulin and fluids. They also noticed that the pump had the wrong time since it had not been changed to the following daylight time (instead of 22:38 marked 23:38). Therefore, the session cgm turns out to be started the day (B)(6) 2022 at 22:38. The pump was delivered to the hospital pharmacy for further investigation and clarification. The patient was fine at the time of the report, and he was discharged on the (B)(6) 2022 in the afternoon. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.